Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. (B)(6) .

Event description:
It was reported the gastrointestinal videoscope experienced clogged channel tube. The issue occurred during preparation for use in an unspecified procedure. The procedure was completed with a similar device. There were no reports of delay. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigations, it was found that ch-tube was clogged, which cannot be dredged. Therefore, the device did not meet its specifications nor function. The nozzle was clogged with unknown foreign material which cannot be specified. It was not possible to identify when the foreign material has been attached to the subject device. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. The foreign material may not have been removed since the reprocessing was not conducted properly due to leakage from lg connector. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). There was no report that the device was used for procedure while the event occurred. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states the preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.